Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent quick bolus alerts. The customer reported an occurrence of received an alarm that stopped the bolus delivery causing blood glucose (bg) levels to elevate of 300 mg/dl. The customer reported would deliver a bolus to address bg level. During troubleshooting with tandem technical services the customer verified that the wake button was not stuck when pressed. Tandem technical services was unable to confirm a notification or an alarm received.